Event description:
It was reported that the patient presented during a routine follow up. Upon investigation, it was noted that the implantable cardiac monitor (icm) device went into backup vvi. Device download was attempted; however, the download did not progress past halfway and repeatedly gave a communication lost message, despite having good telemetry. Previous device check indicated 7 months to eri. The patient was cardioverted in (B)(6) and it was unknown if the device was interrogated after cardioversion. The device download was unsuccessful despite 2 attempts. Device was at end of life (eol). Patient decided to have the icm implanted and no adverse patient events were reported.